Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. There was no visible change in the lead position on the chest x-ray. The patient has cancer so lead will be monitored as no lead revision will be done. To date, the lead remains in service. No adverse patient effects were reported. Additional information was received indicating that this lead was explanted. No additional adverse patient effects were reported. Additional information was received that this patient had passed away due to complications with cancer and thus this rv lead was explanted therefore this rv lead was not explanted due to the previously stated high threshold measurements. This rv lead has been returned and is expected to be analyzed. A supplemental report will be filed upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. There was no visible change in the lead position on the chest x-ray. The patient has cancer so lead will be monitored as no lead revision will be done. To date, the lead remains in service. No adverse patient effects were reported. Additional information was received indicating that this lead was explanted. No additional adverse patient effects were reported. Additional information was received that this patient had passed away due to complications with cancer and thus this rv lead was explanted therefore this rv lead was not explanted due to the previously stated high threshold measurements. This rv lead has been returned and is expected to be analyzed. A supplemental report will be filed upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. There was no visible change in the lead position on the chest x-ray. The patient has cancer so lead will be monitored as no lead revision will be done. To date, the lead remains in service. No adverse patient effects were reported. Additional information was received indicating that this lead was explanted. No additional adverse patient effects were reported.